Manufacturer narrative:
A beckman coulter customer technical support specialist (cts) assisted the customer troubleshoot over the phone. The customer indicated that the buffer syringe was 3 years old. The customer replaced the buffer syringe as recommended by the cts which resolved the issue. Performed verification testing successfully without further issues. A2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported generation of false low ise (ion selective electrodes) for sodium (na), potassium (k) and chloride (cl) with low anion gaps involving the dxc 700 au chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics.